Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted concomitantly with the patient's brain stimulator. This is considered off label use. The pacemaker was thought to have to have caused premature battery depletion in the stimulator. At this time, the pacemaker remains in service, but the brain stimulator was explanted and replaced. No adverse patient effects were reported.